Event description:
On (B)(6) 2025, a patient underwent a hemodialysis using hemostar. During the procedure, the port allegedly found to have long-term catheter-related leukoplakia in the right jugular vein. It was further reported that the catheter was allegedly found whitening. The current status of the patient was unknown.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation; one electronic photo was provided and reviewed. The photo shows the partial view of catheter extension leg was implanted the patient. Healthcare practitioner holding the bifurcation area. The legs were not noted to be transparent. Opacification and color change was noted. Therefore, the investigation is confirmed for the reported opacification and discoloration issue can be confirmed. However, the investigation is inconclusive for the reported material swollen and deform issue as provided photo was unclear and partial visible, therefore not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of sample is pending. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a hemodialysis using hemostar. During the procedure the patient was found to have leukoplakia on the inner wall of the long-term right jugular vein catheter. Upon observation, the catheter was found to be fragile and prone to cracking. The current status of the patient was unknown.